Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure started as an intracardiac echocardiogram (ice) procedure under conscious sedation. Due to patient anatomy and difficulty obtaining images, the procedure was switched to transesophageal echocardiography (tee) and general anesthesia. When the pigtail catheter was introduced through the was, the physician was trying to find the most optimal angle for the contrast shot and the 15f pigtail catheter flipped and the physician felt a pop. Contrast in the pericardium was then seen. A perforation of the laa and pericardial effusion on the left side of the heart was noted. The implant procedure was still continued and the closure device was implanted. The pericardial effusion was monitored for approximately 15 mins before the physician decided to tap and remove 200 ccs of blood over 30 mins. Protamine was then given. The patient fully recovered from the event and was discharged home the next day.